Event description:
End-user reports redness under wafer's which began approx two years ago. End-user states that she performs daily wafer changes, and has experienced urine leakage at the 3 o'clock and the 9 o'clock position coming from under the wafer.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. End-user stated that skin is cleansed with warm water and a mild soap, dries her skin, and then applies the wafer. End user was provided instructions on skin care and crusting techniques by using (B)(6) powder. A (B)(6) cohesive techniques by using (B)(6) powder. A (B)(6) cohesive seals product was recommended to end-user for use in the creases to create a flat surface. In addition samples of "a different" were sent to end-user to try. Lastly, end-user was instructed to notify convatec with any questions, concerns and/or additional instructions. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. (B)(4).